Event description:
Prof. Dr. Returned the rasp together with a questionnaire and the surgery report. In the questionnaire, he states that during the try to knock out the rasp the holding bow broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.